Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a previously repaired catheter broke. The patient underwent an additional procedure to remove and replace the broken catheter. No further event details were provided.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that there was a hole in the device which may have resulted in a leak. Additionally, the tubing which was glued to the hub had separated, allowing the hub to spin. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was only one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.